Manufacturer narrative:
Interpretation: the molecular presence of adenine at the polymorphic site that is indicative of the kidd (jk) antigen represents a homozygous jk(a- b+) individual1, as was reported by hea beadchips heai7153_7 and heai7174_6. However, the individual is also heterozygous for a polymorphism at c.810g>a in exon 7 (rs17675299) that could silence the expression of the jkb antigen2. This is a case where a sample contains a molecular event that affect the blood-group antigen expression, and the nucleotide change associated with this event are not explicitly monitored by the hea assay as described in the package insert (part number 190-20210).

Event description:
The customer reported a possible discrepancy. The donor is jkb+ using the bioarray hea molecular beadchip kit; serology results were jkb-.